Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right breast implant saline mentor siltex round moderate profile 475cc, serial number (B)(4), catalog number 3542680 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation revision with mentor siltex round moderate profile 475cc saline breast implants that the left side deflated after implantation. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018,the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Additional information revived on 1/13/2019, indicated that the date of explantations was on (B)(6) 2018, the replacement implant was mentor siltex round moderate profile, 475cc saline implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device or on the shell surface. Product evaluation team discovered a rent measuring approximately 0.5 cm within an area of siltex cracking located on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. New information indicates that the replacement device serial number is (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/10/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information indicated that the date of implantation was on (B)(6) 2016, and patient underwent unilateral replacement of left implant with serial number (B)(4) on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).